Event description:
It was reported the patient presented after initial procedure. During diagnostics, it was discovered the implantable cardioverter defibrillator (ICD) paced faster than the programmed settings. No changes or interventions were performed. There were no patient consequences.